Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer stated they were unable to bolus because the insulin pump would not navigate to the next screen. The customer's blood glucose was unknown. Customer reported a off no power alarm occurred on the insulin pump. The customer declined to troubleshoot for the alarm. Customer stated they would change out the battery. Customer declined to return the insulin pump for analysis.